Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (incorrectly checking-off healthcare professional checkbox when reporter is a non-healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that image is not displayed due to a charged-coupled device (ccd) failure. The cause of the charged-coupled device ccd) failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the hd autoclavable camera head had no picture on the screen. The issue occurred when preparing the device for use. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a faulty charged coupled device (ccd) unit. Also evaluation found the coupler was defective. This event is under investigation. A supplemental report will be submitted upon receiving additional information.